Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(6).

Event description:
Reporter alleged obtaining results of 243 mg/dl and 386 mg/dl on aviva system 1 compared back to back with results of 193 mg/dl and 133 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reporter alleged obtaining results of 243 mg/dl and 386 mg/dl on aviva system 1 compared back to back with results of 193 mg/dl and 133 mg/dl on aviva system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B) (6).

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B) (6).